Event description:
(B)(6) clinical study. Same case as 2134265-2013-05315. Same patient as 2134265-2013-05300. It was reported that post stenting procedure, the patient experienced catheter induced spasm. In (B)(6) 2011, the patient presented with chest discomfort and was diagnosed with stable angina. Cardiac catheterization was recommended which revealed the target lesion located in the 90% stenosed ostium of the second obtuse marginal which was 10mm long with a reference vessel diameter of 2.50mm. The lesion was treated with predilatation followed by placement of a 2.5 x 16mm taxus liberté drug eluting stent which resulted to 0% residual stenosis. During the procedure, a 6 fr fr 4.0 expo guide catheter and a 5 fr src expo guide catheter was inserted into the right coronary artery and selective coronary angiography was performed which demonstrated proximal "catheter-induced" spasm. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (b)(6. ) device evaluated by MFR.: device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)